Manufacturer narrative:
Reported event of probe failed to deliver current. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe device was opened for use in a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during preparation, the device failed to deliver current. The procedure was completed with another gold probe device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual analysis of the returned gold probe¿ revealed that the device did not have any visible failure. An electrical evaluation was performed and the device was found within specification. The complaint was not confirmed, device evaluation showed no evidence of either the alleged issue or any defect which could have contributed to the event. The most probable root cause is "not confirmed." A review of the device history record was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe device was opened for use in a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during preparation, the device failed to deliver current. The procedure was completed with another gold probe device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.